Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.143 from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted resection of bladder cancer surgical procedure, the customer discovered the harmonic ace instrument was fractured during use. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the harmonic ace instrument was reportedly inspected prior to use, and no issues were noted. The surgeon was performing a resection of bladder cancer at the time of the event. A fragment from the harmonic ace instrument fell inside the patient and was retrieved with laparoscopic and endoscopic instruments. There is no video recording of the procedure, but an image of the instrument damage was provided. Isi performed further follow-up and obtained the following additional information regarding the reported event: the fragment fell inside the patient during an instrument tip collision. The fragment was visually located and retrieved with laparoscopic instruments during the same procedure. The surgical staff confirmed that all fragments were retrieved. No additional surgical procedure was required, and there were no post-operative tests performed to check for remaining fragments. The harmonic ace instrument was in use for approximately 90 minutes and performed as intended up until the reported event. The instrument was removed after the breakage with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome. Based on the information obtained about the event, there is indication that the product was not being used as intended.